Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and their friend/family member regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they went to the emergency room because the cramping and curling of their toes would not go away, they were experiencing uncomfortable stimulation and they were not aware the therapy could cause cramping and toe curling. The patient also reported a return of symptoms. The patient was able to sync with their programmer on the call and confirm therapy was on. They were on program 2 at 1.5. The reported they did not feel stimulation at 1.5 and when increased to 1.6, the patient felt it in the toes and cramps in their legs. Turning the stimulation off and decreasing amplitude resolved the issue. The patient wished to turn their stimulation off until they could see their doctor. They decreased to 0.0 on the call and turned stimulation off. It was reported the patients urinary and bowel symptoms had returned. They reported they had an appointment scheduled for (B)(6) 2019, but they were going to call to see if they could get in sooner. Patient was very frustrated and wanted to speak to their doctor without having the implant removed. No further complications were reported or anticipated.